Event description:
It was reported that blood got sucked into intra-aortic balloon (iab). No harm was reported. There is no more information available regarding the balloon used.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.